Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia associated with running out of insulin in the cartridge, with subsequent high glucose readings persisting despite a supply change and tubing fill, and with a recent unannounced snack and prior alerts indicating low and then no insulin. Symptoms included elevated blood glucose with measured values up to 442 mg/dl without ketones. Outcomes included prolonged hyperglycemia over several hours without hospitalization or medical intervention. Investigation included user interview, product-use review, and troubleshooting and education. Investigation of this case revealed use-related factors, including out-of-insulin condition and unannounced carbohydrate intake, with improvement after resupply and continued monitoring. It was concluded that the cause of the hyperglycemia was unclear, though an out-of-drug condition and user-related factors were involved. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.